Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of qc issues for elecsys vitamin d assay (vitamin d) on measuring cell 2 of the cobas 8000 e 602 module. The customer repeated an unspecified number of patient samples on measuring cell 1 of the e602 module that had been run on measuring cell 2 of the e602 module. The customer stated the results between measuring cells were "quite different." The customer provided an example of erroneous results for 1 patient sample. The erroneous result had been reported outside of the laboratory. The initial vitamin d result was 80 ng/ml. The repeat result was 26 ng/ml. There was no allegation that an adverse event occurred. The vitamin d reagent lot number and expiration date were not provided. The customer performed maintenance and afterwards, the module worked correctly. Based on the qc data provided, a contamination issue at the customer site may have been present at the time of the incorrect patient results which was solved after performing maintenance.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.